Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was bent and the patient went to the hospital for hyperglycemia. The patient inserted the cannula manually which caused the cannula to bend. The patient felt sick and she went to the hospital. The blood glucose level was 350 mg/dl from an unknown device. The patient was treated with an insulin pen and she was in the hospital for 10 minutes. Return of the suspect device was requested for evaluation.